Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user states the slats in the center of the bed are bent downward and mattress is concaved also.